Event description:
As reported by the customer two accufuser and two beeline pumps were left at facility for evaluation. The facility performed 2 total knee replacements in which 2 of the pumps were used. It was reported that 10-20 days after the procedures both patients ended up with infections. By that time the pumps that were used had been disposed of.

Manufacturer narrative:
This MDR is for the accufuser only. One of the unused pumps is being returned for evaluation but has not yet been received. During a follow up call to gather more information (B) (4) stated that there were actually 3 (B) (6) infections at the hospital within the (B) (6)-(B) (6) 2009 time frame. One of the (B) (6) infections did occur in a patient that was using an accufuser. Another case did not involve any of the reported products and there is uncertainty at the hospital as to which product was used on the remaining case. As stated by (B) (4) she was unsure as to whether or not the device(s) used in the procedure(s) contributed to the infections but wanted to notify the manufacturers. At this point in time it is believed that the (B) (6) did not occur due to the products used. If other information is found during the investigation that suggests otherwise a follow up will be submitted.